Manufacturer narrative:
(B)(4).

Event description:
It was reported that this patient with this dual chamber pacemaker triggered a lead safety switch (lss) one day post implant procedure for high out of range right ventricular (rv) lead pace impedance measurements greater than 3000 ohms. Technical services was consulted and offered troubleshooting recommendations. Subsequently, the rv lead was surgically repositioned to address the reported observations. The rv lead remains in service at this time. No adverse patient effects were reported.